Event description:
It was reported that the tip of the blade broke off during a procedure. There was no adverse consequences reported.

Manufacturer narrative:
The blade allegedly involved in this complaint was not returned for evaluation. The root cause for the breakage could not be determined.